Event description:
According to the reporter, during a procedure, in partial pulmonary resection, the tumor was clamped with a pn catch. In an attempt to perform resection with reload, it was attached to the powered stapler and was fired. When it was thought that firing was performed until the end, the knife was collected. When the resection end was attempted to be checked, it was found that only 20mm out of the 45mm was being fired. It could be considered as an event where the firing stopped halfway. When the collected reload was checked, the clamp cover was found to be damaged since just before the stop. It was noted that there was a possibility that the powered stapler detected high excessive force on the tissue. However, in case an error message appeared that it could not be clamped any further, the firing would have stopped, and an alert sound would have been heard, but it was not heard at all. Even with shifting the tissue resistance gauge from 2 to 3, the alarm sound would have sounded, and it would seem to be different from the current version, but that sound did not sound either. The screen display when it stopped could not be confirmed, the front side of the camera has been t he tissue clamped with the anvil, and the backside was the channel, so the knife advancement condition could not be seen. A new 60mm reload was used and fired where the first firing stopped to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial #unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial #unknown) sigpshell, sig power sigpshell control shell, (lot #unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was partially fired. It was reported that the device initially fired but failed to complete the firing cycle and the device broke. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, in partial pulmonary resection, the tumor was clamped with a pn catch. In an attempt to perform resection with reload, it was attached to the powered stapler and was fired. When it was thought that firing was performed until the end, the knife was collected. When the resection end was attempted to be checked, it was found that only 20mm out of the 45mm was being fired. It could be considered as an event where the firing stopped halfway. When the collected reload was checked, the clamp cover was found to be damaged since just before the stop. It was noted that there was a possibility that the powered stapler detected high excessive force on the tissue. However, in case an error message appeared that it could not be clamped any further, the firing would have stopped, and an alert sound would have been heard, but it was not heard at all. Even with shifting the tissue resistance gauge from 2 to 3, the alarm sound would have sounded, and it would seem to be different from the current version, but that sound did not sound either. The screen display when it stopped could not be confirmed, the front side of the camera has been t he tissue clamped with the anvil, and the backside was the channel, so the knife advancement condition could not be seen.